Event description:
Information received by medtronic indicated that customer stated that inpen battery showing in yellow already and in the past 2 months she is getting a messages saying battery ending now. No harm requiring medical intervention was reported. The in pen will be returned for analysis.

Manufacturer narrative:
Serial number: (B)(4), software version: 3.8.5, color: blue, battery life remaining: <4 weeks. Customer reports: inpen battery showing in yellow already. In the past 2 months she is getting a messages saying battery ending now . Per visual inspection: no physical damage to injection foot or inpen was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen battery lifetime its 1 year after first paring. It is possible battery life decreased as expected and the low battery icon appear several times near the end of the battery lifetime. Verify battery life remaining display in app and <4 weeks are still left. The customer complaint of low battery at inpen was confirmed via inpen app.